Manufacturer narrative:
Pending device return and investigation. D10: (B)(6) - 02-010-01-0235 - logic femoral ps cem left sz 3.5; (B)(6) - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t; (B)(6) - 200-02-35 - three peg patella 35mm; (B)(6) - a10012 - gps implant kit v2.

Event description:
As reported, the patient returned to the surgeons office experiencing pain and swelling in the left knee. X-rays reveal a significant asymmetry between images taken on the right side in 2021 and the one taken on the left side recently. The patient is pending revision. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information.

Event description:
Approximately 3 years post the initial left total knee arthroplasty, the patient presented to the emergency department due to the onset of left knee pain following a long walk. Control x-rays revealed polyethylene asymmetry. Subsequently the patient was referred for evaluation and based on radiographic findings, revision knee prosthetic surgery was indicated. The patient underwent explantation and on-stage prosthetic revision surgery. Intraoperatively, a significant synovial reaction with periarticular villous degeneration was noted. The prosthetic components were removed, revealing substantial polyethylene wear. Underneath the prosthetic components, a diffuse and extensive bone deficit was observed at the meta-epiphyseal level, both femoral and tibial, accompanied by cystic-type cavitary formations. This bone stock loss necessitated the use of metaphyseal cones during revision. The patient attended two post-operative follow up visits and the revised knee appears to be in good condition, with occasional posterior pain during the last degrees of extension.

Manufacturer narrative:
Correction: please disregard initial report as this event was found to be a duplicate of event reported under 1038671-2024-00260.

Manufacturer narrative:
Correction: the previous follow up report was submitted asking to disregard the initial report because a duplicate was found. Upon further review the decision was made to report this event and close out the duplicate case. H3: the revision reported was likely the result of prosthesis wear and cracking, which may have resulted from malrotation between the femoral and tibial components and high in vivo loading. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years prior to implantation.